Event description:
It was reported that the pta balloon ruptured at 18atm within a stent. No further treatment was required. There was no reported patient injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. A complete manufacturing review could not be performed as the lot number is unk. The device was returned. The investigation is confirmed for a rupture on the barrel of the balloon. Per the complaint comments, the balloon was inflated within a stent. Therefore, there may have been an interaction between the balloon and the stent which contributed to the reported event. The definitive root cause could not be determined based upon the available info. It is unk if patient and/or procedural issues contributed to the reported event. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complaint/ reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.